Manufacturer narrative:
(B)(6). The device was not received for evaluation, however, a picture of the impacted product was provided. A visual inspection of the provided picture confirmed the reported issue. The cause is manufacture related to the male luer lock assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during priming of one unit of prismaflex tpe2000 set c, an external fluid leak was observed at the luer connector. An alarm was not triggered. There was no patient injury or medical intervention associated with this event. No additional information is available.